Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarms, cannot clear it, then got replace battery now and then all the buttons was no longer responding. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states they did not press a button down for three minutes or longer. Customer states the insulin pump was not exposed to a change in altitude. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.